Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 : the device was not returned.

Event description:
It was reported that the outer packaging of the ureteral stent was different from the contents. The packaging did not match the contents. The packaging was marked as 777626, and the contents were of 777426.

Manufacturer narrative:
The reported event is confirmed, packaging related. One sample were confirmed to exhibit the reported failure. The reported failure is considered out of specification as the reported failure was reproduced. The product was used for patient treatment. The one ureteral stent in opened packaging were returned. Visual evaluation of the physical sample noted 4.7 fr. X 26cm marked on the packaging and 6f x 26 cm marked on the product. As there is a discrepancy between the product packaging and device, which is out of specifications, "all components shall be present and correct". A potential root cause for this event could be, "wrong line clearance". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A label/packaging review is not required as a review of the label could not have prevented the reported event. Correction: d, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated

Event description:
It was reported that the outer packaging of the ureteral stent was different from the contents. The packaging did not match the contents. The packaging was marked as 777626, and the contents were of 777426.